Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the guide wire unraveled was confirmed. The customer returned one guide wire. Visual examination confirmed that the guide wire is unraveled from the distal weld and the distal weld is attached to the end of the coil wire. Multiple kinks were also observed in the guide wire. Microscopic examination confirmed that both welds are full and spherical and that the core wire was found broken adjacent to the distal weld. A discoloration and necking of the core wire was also observed in the area of the break. Discoloration at the broken end of the core wire is consistent with proximity to a weld. A manual tug test confirmed that the proximal weld remains intact. Kinks were observed at 2.0, 3.0, 33.0, 36.0 40.0 and 45.0 cm from the distal end of the core wire. The broken core wire measured 601 mm in length, which meets the length specification of 596- 604 mm per the guide wire graphic; therefore, no pieces appear to be missing. The diameter of the guide wire measured 0.802 mm, which is within the outside diameter specification of 0.788mm - 0.826 mm per the guide wire graphic. The instructions for use other remarks: describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The device history records based on sales history did not reveal any relevant findings. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4). This report is for the second in a series of two consecutive product problems with the same patient. The first issue has been reported under MDR # 1036844-2016-00579.

Event description:
It was reported the physician used a second kit. The physician again had the guide wire bend and so he pulled back on the guide wire. As a result, the guide wire broke. He was able to safely remove all of the wire from the patient. There was no patient death or complications reported. Follow up information from the hospital states the guide wire broke further back (close to the physicians hand) and not inside the patient so the wire was pulled out without incident.